Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that while in use on a patient the device reset to its default settings, the device passed all incoming functional tests and was left powered up on the bench at the customer settings for 48 hours with no anomalies observed, the device stayed on and at the selected settings. Analysis did note that the side bail covers and side bails were missing, the ring bail was bent, the keyboard was scratched and the serial number label torn. Due to its length of service the device was being sent back to the customer unrepaired. (B)(4).

Event description:
It was reported that while in use with a patient, the external pulse generator (epg) turned itself off and then back on. The epg also went to default settings when it turned on. The epg was replaced with another epg and was returned for service. No patient complications have been reported as a result of this event.